Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report #: 2916596-2018-01220. This report is being submitted as additional information. Patient age corrected. Approximate age of device - 2 years, 7 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. Evaluation of the distal end of the patient¿s driveline confirmed the reported event. The account requested a cosmetic. No atypical alarms were captured and the pump speed remained above the low speed limit. The system appeared to be operating as intended. Both the hmii lvas instructions for use and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that while in clinic, the patient stated that there were broken wires on the percutaneous lead (driveline) and before coming into the clinic, the patient had a roll of res-q tape and had taped it up. The lvad clinician confirmed that the driveline was extensively taped from not far below the exist site to the insertion site into the system controller. The team was only able to remove a small area of tape from the driveline as there were multiple layers that will most likely need to be cut, but in the area that was removed, the silicone sheath was gone and the copper sheath was visible. The patient stated that further up the driveline, closer to the exit site, the copper sheath was removed and there were exposed wires. X-rays taken did not show any driveline fractures. It was noted that the driveline had been taped up since last summer and has continued to be taped in various places since then, hence the multiple layers. In addition, there was a small tear in the silicone sheath which rescue tape was recently used to cover the area. The patient was discharged home and will return back to the cardiovascular intensive care unit as a direct admit on (B)(6) 2018. The lvad clinician requested that the manufacturer perform a cosmetic driveline repair which was scheduled and performed on (B)(6) 2018. No additional information was provided.